Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both hypoglycemia and hyperglycemia. The customer's blood glucose level was 500 mg/dl and 30 mg/dl. The customer stated that they were getting no deliveries during a bolus. The customer was reporting a past event. They were not able to troubleshoot at time of call so was unable to determine the cause of the issue. The customer reported that the alarm did not occur during manual prime and was resolved by changing complete set. The customer stated that they were having problems with the insulin pump. The customer stated that they were not getting any insulin and the insulin pump kept shutting off. The customer went to sleep with a blood glucose at 178 mg/dl and when they woke up, the blood glucose was over 500 mg/dl. The day before, the customer woke up with a blood glucose of 498 mg/dl. The alarm went off and it said that the insulin has been suspended. The customer had also received low blood glucose of 40 mg/dl and 39 mg/dl and was treated with food. The customer stated that the contacts on the battery cap were not missing or damaged. The customer stated that the display returned. The customer also reported a battery out limit on the insulin pump. The insulin pump alarmed after battery change. The customer was able to clear the alarm. The alarm did not occur with first battery installation after customer received insulin pump in shipping mode. The customer stated that they did received a low battery alert prior to the off no power alert. The device will not be returned for analysis.